Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. The patient had received a vibratory alert. Upon review of the transmission, the physician noted that the alert was due to a low atrial lead impedance.